Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-27. The manufacturer representative (rep) stated that they made an inquiry about the product being sent back but they received a response stating that they don't know where the box or item it.

Event description:
No further complications were reported or were expected.

Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare professional (hcp) and a rep. The hcp reported that the device was removed due to high impedances. It was indicated that the intended use of the device was for treatment and that the patient status after the device was removed was recovered without sequela. The rep reported that the ins was placed into the subcutaneous pocket with the etched identification side placed upwards and the excessive lead wrapped counterclockwise around the ins. The programming head was placed over the ins in a sterile cover to ensure adequate lead connection and the parameters were within normal limits. The impedance was >4000 on all leads at monopolar settings and did not resolve with increased amplitude or changing of the pulse width. The ins was removed and it was revealed that the setscrew was malfunctioning. The setscrew did not hold the lead in the correct position. A new ins was opened and lead reinserted with confirmation of functioning screw. It was replaced into the pocket but the repeat parameters were >4000. At that point the lead was removed and a new lead was placed in the same manner as before. Testing with the programming head revealed normal impedance for leads 1-3 but still >4000 on lead 0 at 1 volt. It was increased to 2 volts and with some adjustment to the pulse width it resulted in all impedances within normal limits, greater than 50 and less than 4000.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bve6, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable neurostimulator (ins). The rep reported that the ins screw did not secure the lead into the ins. The rep reported that the lead was able to slide back and forth in the ins after tightening. The rep reported that it was discovered after obtaining impedance measurements greater than 4000 at 3 amps. The rep reported that the difficulties during implantation may have led to the issue. The rep reported that the ins was replaced. The rep reported that after replacing the faulty ins, they still received an impedance reading error greater than 4000. The lead was replaced with some benefit. The rep reported that they obtained only good monopolar setting with the first lead. The rep also reported that they obtained most impedance reading less than 4000 at 2 amps except for 0-3+; kept lead.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bve6, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1bve6, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis of the lead (lot # va1bve6) identified no anomalies. The lead passed all functional testing. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product ID: 3058, serial# (B)(4), product type: implantable electrical stimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the devices were found and were given to the manufacturer representative by the healthcare facility to be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.